Manufacturer narrative:
The meter was returned for investigation. The meter showed no missing pixel. Several screens were checked and the complete display works properly. No abnormalities in usability of the meter was detected. No malfunction regarding power issues could be detected. The mentioned problem could not be reproduced. The device has been disassembled and its electronic compartment has been visually inspected. No contamination or other abnormalities are visible. No root cause or any other evidence for missing segments were found. The product meet specifications.

Manufacturer narrative:
The customer advised that they installed brand new aa alkaline batteries and the meter will not power on with the battery pack. No corrosion was observed in the battery compartment. The customer had to plug in the a/c power cord to power the meter on. The suspect product was requested to be returned and the replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter complained of display and power issues with coaguchek xs plus meter serial number (B)(4). The customer reported that the display appears pixelated and does affect the results field. The customer reported that no patient results have been impacted by the display malfunction.